Event description:
During service the unit would not power up on internal or external power source. Replaced motor board, due to integrated circuits u5, 719; diodes d3, d5, d11; and capacitor c15 to correct the failure mode.